Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the following is likely the cause of the malfunction: component failure- the charged-coupled device objective lens was scratched, resulting in a blurred image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a scratched charge-coupled device objective lens, resulting in a blurred image. There was no patient involvement.